Event description:
Boston scientific received information this patient presented the hospital with pocket muscle stimulation. Non capture on this right ventricular (rv) lead was observed, and an x-ray determined that the lead had dislodged due to twiddler's syndrome. During the removal of this lead, the tip separated from the lead body and became stuck under the patient's clavicle. The rest of the lead was explanted and the pacemaker was re-implanted with new leads on the right side of the body. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.